Event description:
The manufacturer received information alleging a "low inspiratory pressure" alarm did not stop sounding while a trilogy100 ventilator, japan was in patient use. "There were no abnormalities observed although checking the circuit. There was a notification that the device is operating unstably, sometimes supplying air and sometimes not". There was no harm or injury reported. The trilogy100 ventilator, japan ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Additionally, low minute ventilation and high temperature alarms were confirmed aside from the low inspiratory pressure alarm. It was confirmed that a noise was heard when the device was operating and the ability to provide airflow became unstable. It was confirmed that motor blower assembly had dirt stuck to it and its movement was not smooth. When motor blower assembly was replaced for verification, the issue above was confirmed to be resolved. The root cause has been determined to be a failure in motor blower assembly. Although the technician recommended replacing the device's blower motor assembly to address the issue, it was not replaced due to the lease term of the device being up. The device will be scrapped. Confirmed the software version is 14.1.03.